Event description:
In 2008, the lay-user/pt contacted lifescan (lfs) alleging a "power issue" with the one touch ultra meter. The complaint was classified based on the customer care advocate's (cca) documentation. The pt tests her blood glucose 3 times per day. She manages her diabetes via metformin 500 mg twice daily and lisinopril 5mg once daily to prevent the diabetic complications. The pt stated that the alleged issue began on two weeks earlier at 7pm. During the time, the pt reportedly could not test on her meter since the subject meter "would not turn on." The pt reportedly could not remember the last reading obtained on the subject meter. The pt stated that she continued using her usual dose of diabetic medications following the reporting issue. At an unspecified time, on the same day after the reported issue, she reportedly experienced "abdominal pain and fatigue." On that day between 10 and 11pm, due to her symptoms she reportedly went to the emergency room and tested "323 mg/dl" on the hospital's meter. She reportedly was treated with IV fluids, metformin and vitamins. She was advised to do the follow-up with her doctor. The pt reportedly left the hospital on the same day. At the time of troubleshooting, it was verified that this was not a new product. The pt was using the correct test strip and had replaced the battery per the owner's manual. The battery was checked and it was correctly installed. However, the issue was not resolved when the power button was pressed or when the test strip was inserted all the way into the test strip port. The pt's products are being replaced. This complaint is being reported because the alleged issue was not resolved with troubleshooting. In addition, the pt claimed that after the reported issue, she obtained a reading of "323 mg/dl" on the hospital's meter and was treated with IV fluids and metformin, which could be suggestive that she might have suffered a hyperglycemic event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.